Event description:
It was reported that (1) lcsc5 device was used during a laparoscopic lysis of adhesiolysis. The device would not cut. Tried to reconnect and a new cord before another lcsc5 was opened to complete the case. There was no consequence to the pt.